Manufacturer narrative:
The pump was received with a cracked reservoir tube lip and a severely scratched display window. No scratches on the lcd screen were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated the lcd screen is cloudy and scratched. Customer can't read the pump screen and pump is functioning as designed. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.